Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's sensor wire lifted out of the sensor base. The attempted sensor insertion was at the buttocks on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.